Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the patient line of the homechoice cassette and the transfer set which resulted in a disconnection, is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported that there was a loose connection between the patient line of the homechoice cassette and the transfer set which resulted in a disconnection that led to this alarm. Renal therapy services (rts) reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.